Event description:
It was reported to philips that the device experienced a low battery. The customer contacted an authorized support engineer and confirmed reported problem, test discharge function failed. Onsite check the system and the parts found the battery failure, low power. Further evaluation of the device was not requested. Proceeded with replacement of the battery. Based on the conclusion of the investigation, it was determined that this was a malfunction of battery function. Servicemax confirms the battery was replaced; no further investigation or action is warranted.